Manufacturer narrative:
(B)(6). (B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed the issue as the piston pump was not working properly. The field service found the tube inside the console had come off. The fss reattached the tube with adhesive. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported having to complete the procedure on a separate visit (the following day) due to issues with the phacofragmentation unit. A description of the event was that during the irrigation/aspiration segment, a cutting pressure error occurred and there was no aspiration in venturi mode on the second procedure of the day. The surgeon gave up after an hour and completed the procedure the following day. The surgery reported patient outcome good as they indicated there was no patient injury.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.